Manufacturer narrative:
Nova biomedical awaits thr return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer's blood glucose meter is missing the third digit in the lcd screen. The meeter in question will be returned for evaluation.